Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise resulting in an inappropriate shock. X-rays were completed with no indication of mechanical impairment. The device system was manipulated in both primary and secondary vectors, however noise was unable to be reproduced. The system was then deactivated, but does remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the b5 for more information regarding the specific circumstances of this event.